Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. Prior to the procedure, it was noted that the atrial lead exhibited episodes of noise, low pacing impedance, and high capture threshold. The atrial lead was capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.